Event description:
It was reported to philips that it was not possible to monitor the patient. Initially this complaint was considered to possibly be an ECG monitoring issue but it was later clarified by the customer there was no ECG monitoring issue; the device would not be able to monitor if needed due to the opcheck failure addressed in pr (B)(4).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that it was not possible to monitor the patient. Additional details have been requested. The device was in use on a patient and there was no adverse event to patient or user.